Manufacturer narrative:
Device analysis of the returned isleeve sheath revealed that the sheath is kinked in numerous locations with the seams expanding at the kinks. The tip is torn/damaged as expected with device usage.

Event description:
It was reported that dissection occurred. Procedure summary: vascular access was obtained via femoral approach. A 14f isleeve introducer sheath was placed. The physician encountered a difficult drawback of the balloon catheter. When the isleeve was removed from the patient there was an arterial dissection in the external iliac artery. The physician believes the isleeve was 'roughened up due the difficulties encountered with the balloon catheter drawback. No additional patient complications were reported.

Manufacturer narrative:
Lot number, expiration date, unique identifier (UDI)#, device manufacture date - updated.

Event description:
It was reported that dissection occurred. Procedure summary: vascular access was obtained via femoral approach. A 14f isleeve introducer sheath was placed. The physician encountered a difficult drawback of the balloon catheter. When the isleeve was removed from the patient there was an arterial dissection in the external iliac artery. The physician believes the isleeve was 'roughened up due the difficulties encountered with the balloon catheter drawback. No additional patient complications were reported.

Event description:
It was reported that dissection occurred. Vascular access was obtained via femoral approach. A 14f isleeve introducer sheath was placed. The physician encountered a difficult drawback of the balloon catheter. When the isleeve was removed from the patient there was an arterial dissection in the external iliac artery. The physician believes the isleeve was 'roughened up due the difficulties encountered with the balloon catheter drawback. No additional patient complications were reported.